Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the icp sensor stopped measuring after implantation. It was reported that the sensor may have been damaged when he patient was moved. After that, the surgeon improved the point and it became able to be measured once in properly. However the connection with the sensor was contaminated during while trying to solve the issue and was not able to be measured again. Therefore the icp was removed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.